Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set an external leak from the drain bag was observed, specified as welding area. It was reported the leak was detected after 6-8 hours into treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures and video shows that there was an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. The cause of the condition could not be determined for this event. Should additional relevant information become available, a supplemental report will be submitted.